Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a high blood glucose level. The customer's reading was 564 mg/dl. The customer treated with a manual injection. The customer stated that she changed the battery and then received a failed battery test alarm. The customer found that she inserted the battery upside down. The customer also called for help changing the infusion set, and she was able to change it. Nothing was replaced or returned for analysis.